Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: a visual examination of the hemostat revealed one side of the handle to be broken adjacent to the hinge. The fracture surfaces revealed casting imperfections such as cracks and voids in the material. Additionally, the surface between the fractures was also found to be rough and pitted. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. Based on the event description and physical examination the returned broken hemostats, the most probable root cause is "supplier manufacturing". A corrective action has been initiated to address this issue. A device history record (DHR) review of lot number 16515093 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16515093.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during unpacking, it was found that the forceps were broken. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during unpacking, it was found that the forceps were broken. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.